Event description:
It was reported that the caller experienced intermittent occlusion alarms. The customer¿s blood glucose level was over 400 mg/dl. The customer continued to use the pump for insulin therapy.